Event description:
The duodenovideoscope was returned to the service center with a report of a separate issue. This does not indicate an MDR reportable event. However, MDR reportable failures were found during testing at the service center. During inspection of the device, the objective lens was found to be chipped along the edge, and the adhesive was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.